Event description:
It has been reported to philips that the system was not booting up. The planned procedure was rescheduled to another system. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc is tripping a breaker. Review of the system log file shows possible flexvision error. Upon functional testing, fse found that the flexvision computer was not booting up. The flexvision computer needs to be replaced. To resolve this issue, fse installed the flexvision computer from another lab and loaded software per the customer's request due to backorder of flexvision pc. After repair, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was/were corrected.